Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Two opened company iol (intraocular lens) delivery system injector sample were returned for evaluation for the report of a damaged lens. For each sample a visual inspection was performed and was found to be non-conforming with the plunger observed to be bent and pushed/raised metal on the plunger tip. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The complaint evaluation does confirm the injectors have a bent plunger and both samples have damage to the plunger heads, which could result in the iol becoming damaged. The root cause for the non-conforming plunger heights and damaged plunger heads is unknown. How and when how the plunger positions and plunger heads became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent and damaged plunger head of the injector is from improper handling of the product. The injectors were manufactured in january 2022. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a gouge was noted on the lens surface as it was being advanced through the company cartridge using the company injector. There was no patient contact. The procedure was completed with back up lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.